Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a competitor that the patient developed an infection and their implantable cardioverter defibrillator (ICD) system was explanted. It was later found the patient had died two days after the explant procedure. No further information was able to be obtained.